Event description:
This unsolicited literature device case was received on 21 march 2012 via an article: guardiani e and davidson s p. Angioedema after treatment with injectable poly-l-lactic acid (sculptra). Plastic and reconstructive surgery 2012;129(1) : 187e-189e. This case concerns a (B)(6) female pt who experienced severe angioedema after receiving poly-l-lactic acid (sculptra) for facial aging. On an unspecified date, the pt received injection of poly-l-lactic acid into the bilateral malar areas, marionette lines, nasolabial folds, and periorally. At an unspecified time, about 2 hrs later, she complained of significant edema of the lips and perioral area. She was immediately hospitalised and was treated with intravenous corticosteroids, famotidine, and diphenhydramine. The swelling resolved slowly, and she was discharged to home after 24 hrs. The edema had resolved within 1 week. The initiation of ptc investigation has been requested. The event of severe angioedema had recovered. Pt had negative medical history for medication allergies or sensitivities. She received lisinopril for hypertension and lidocaine with epinephrine and topical lidocaine/prilocaine as local anesthetics; and cross-linked hyaluronic acid and lidocaine for lip augmentation concomitantly. No other relevant medical history or past drug was reported. The author stated that in the case of our pt, the fact that she received subsequent injections of hyaluronic acid without any adverse event suggests that the angioedema may have been an effect of poly-l-lactic acid itself.